Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 452 mg/dl, which was treated with a bolus delivery. During infusion set change, customer found that cannula was bent. Customer declined troubleshooting for high blood glucose. Infusion set would be replaced.